Manufacturer narrative:
Date of event estimated. Correction: section b5: the device met or exceeded 75% expected longevity. There was no device malfunction or allegations of deficiencies against the device. Therefore, not reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the reason for surgical intervention was due to the patient's device was end of life. Therefore, the device met or exceeded 75% expected longevity. There was no device malfunction or allegations of deficiencies against the device.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient underwent surgical intervention where the ipg was explanted and replaced. The reason for surgical intervention is unknown.